Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced half of a white screen during testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be a failing liquid crystal display (lcd) which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device displayed half of a white screen. No additional information is available.